Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, 20:30:19. During night drain cycle six, the patient's ultrafiltration reading was 853ml, indicating the home patient (hp) drained 853ml more than their maximum programmed fill volume of 1300ml. No further information was available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. However, the root cause was not determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.